Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one pair of grip cables was loose, but not visibly broken at the wrist. The grip motion was not intuitive as a result of loose cables. The housing was removed to find one grip cable was broken at the clamping pulley cable groove. The clamping pulleys exhibited residue around the cables. Additional observations not reported by the customer were main tube damage and corroded clamping pulleys. The main tube exhibited wear with light material removal and a rough surface finish throughout the entire tube length. The epoxy layer on the main tube had been removed, exposing glass fibers. The clamping pulleys exhibited pitting corrosion upon closer inspection. The evidence was inconclusive, but the tube and the clamping pulley damage were likely due to improper cleaning. No other damage was found. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the tenaculum forceps instrument wires broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.